Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the heart-ICU approximately one hour after the catheter was inserted in the (B)(6) female pt's right internal vena jugularis, a leak was found near the site of insertion, intravasal. The accidental leak of cardio active medications applied over the lumen lead to paravasat and a lacking effect of the medication, both of which were not immediately detected. Due to the obvious lacking effect of the medication, escalated doses of additional meds were applied. It was noted that after the leaking catheter was removed, a new one was placed. It was with the new catheter the additional high dose meds were applied which resulted in pt injury/reanimation. It is unk if a delay resulted due to the occurrence.